Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the dlp aortic root cannula with a vent line was alleged to have a product issue in which the needle in the cannula was too thin relative to the cannula itself, resulting in the path created by the needle being too small and making it difficult to insert the cannula into the tissue during use. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information b5. The device was replaced to complete the procedure. Medtronic received additional information that there was no defective product in the package. The customer reported that the issue is that this specific type of cannula is simply poor in quality overall. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.